Event description:
During testing at the user facility, it was noted that the device did not pass the alarm loudness test with a dead spot in the piezo. The device was returned to the biomedical department with a note that stated, "s301 malfunction alarm." No information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided. "E301 malfunction alarm." Unit failed pvt alarm loudness test with a dead spot in piezo, confirmed e301 malfunction alarm in history log. Probable cause(s): probable cause for pvt alarm loudness test failure and e301 alarm is due to bad piezo alarm.

Manufacturer narrative:
The device piezo was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.